Event description:
Related manufacturer report number: 2017865-2023-94279.during an in-clinic, noise was detected on the right ventricular (rv) channel of the device. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that noise led to oversensing.